Event description:
Found during testing. According to the reporter, the device had a broken low voltage pin in the therapy cable broken off but stuck in a non-corresponding socket of the therapy connector. Broken low voltage pins in the therapy connector could result in a failure of the device to deliver therapy.

Manufacturer narrative:
Physio-control provided info to the reporter about inspecting all their devices for low voltage pins broken off from therapy cables and stuck in therapy connectors. Customer declined an offer of service from physio-control.